Event description:
On (B)(6) 2012, the distributer contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 04/18/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed no evidence of power loss. During testing, the pump powered on normally and was exercised for 24 hours without any alarms or power loss. The pump cover was removed and no internal moisture damage or intermittent connections in the power circuit were found. The complaint could not be duplicated.